Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced lost of consciousness for 20 minutes and muscle cramps. The wife called an ambulance, the patient was treated in the ambulance with sodium chloride solution (IV) and was taken to the emergency department and stayed there for 4 hours. At an unspecified time of the event the cgm was reading 6.5 mmol/l and decreased to 4.3 mmol/l withing few minutes and there was no bg reported as the patient could not take a blood measure since he was outside walking when the event occurred. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.